Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. Bg was addressed via a correction bolus and manual injections. The customer alleged that the pump was not delivering insulin properly; however, this could not be confirmed as the pump was not available for troubleshooting. Additionally, it was reported that the pump battery was depleting quickly. Reportedly, the customer reverted to manual injections for insulin therapy.